Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump got wet and is no longer working. Customer has tried multiple battery changes. Customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting was done for moisture in pump but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.